Event description:
It was reported that a patient underwent an adrenal gland procedure on (B)(6) 2010. A drain was placed and a reservoir was connected. They functioned properly upon first activation. On (B)(6) 2010, there was inadequate suction in the reservoir. The nurse said she did not milk the drain often. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.